Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, 2 drawers failed in front pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawers 4.1 and 4.2 had failures. A field service engineer (fse) checked the voltage on the controller boards and determined that they needed to be replaced. The fse also found that the cubie trays on drawers 4.1 and 4.2 required replacement, rebooted and reconfigured the unit, cleaned underneath the cubie pockets, and identified six bad cubie pockets on drawer 4.1 during troubleshooting and replaced to resolve. The system functioned as intended after the field service engineer repaired the device.